Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient had a lot of pain around the device last night. The patient has been seeing a physical therapist who said the patient's hip was out of whack and needed some massage. The physical therapist told the patient to use a "laser pack" which was used very near the ins. The caller did not know the brand name of the device or any further details as to what "laser pack" therapy is. The caller mentioned that in the past the physical therapist did not want to use the laser pack because they were afraid of using it too close to the device. The pain started last night after patient had the laser pack treatment. The caller planned to contact the physical therapist to clarify what treatment was used and will call back for further safety and risk information. They also asked if they could meet with a manufacturing representative (rep) to check the device and the role of field staff was reviewed and the patient redirected to their healthcare provider (hcp). On (B)(6) 2024, the caller called back and stated the type of treatment that was used on the patient had been a therapeutic ultrasound that was used in the area of the implant, especially on the hip and then a red infrared light laser pack. Patient services reviewed compatibility information with the caller and redirected the caller to follow up with the patient's health care provider (hcp) to check the implanted system and reviewed with the caller to attempt to turn the therapy off at this time until they saw the hcp. The caller stated they were currently out of town at this time and didn't have the patient's remote's with them. The caller stated the patient was supposed to have a knee surgery on (B)(6) 2025, so the ins had already been off for that. The caller was going to reach out to the patient's health care provider (hcp) about the situation to see if they could assist and patient services sent the caller physician listings for their current area as the caller may try to have the patient see a new hcp in their current area to deal with the issue and patient services also provided caller with the national answering services (nas) number in the event they worked with a provider who needed to page a rep for assistance in assessing the situation. Caller may call back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.